Event description:
It was reported, that during the operation, the spring broke when the trial component was knocked out. No part remained in the patient.

Manufacturer narrative:
(B)(4). This follow-up final report is being submitted as the previously submitted report (3002806535-2021-00498-1) contained incorrect h10 narrative/data. The following sections were updated: b4, b5, g3, g6, h1, h2, h10. Complaint summary: the complaint states: 10 nov 2021 - during the operation, the spring broke when the trial component was knocked out. No part remained in the patient. Patient involvement- no further information. This event did not occur during surgery. No health consequences or impact. The device is used for treatment. The complaint has been confirmed, on review of the returned instrument it is evident the tension spring has fractured within the claw. On visual inspection the instrument shows signs of wear. The tension spring can be seen within the claw and is clearly fractured. With the exception of the spring, which is the reported event, the rest of the instrument assembly looks and functions as per the drawing and design specification. Dimensional check is not required for this complaint as the component fracture is not likely to be caused by dimensional non-conformance. The components of the instrument assembly are conforming to the specification. Review of material certificates confirm that the material for spring was conforming to standards and specification prior to shipment to zb. The instrument was supplied as a non-sterile product; therefore, sterile cert review was not required. The certificate of conformance confirms that the devices were processed and verified in line with the specification and quality characteristics after rework activity was completed as defined by zimmer biomet. Ie-10329 was raised during previous investigations for similar reported events. The ie concluded that: the spring used in these slap hammer assemblies is required to provide a pre-load, in order that the instruments and trials are securely held when the slap hammer is used. It is therefore necessary to use a spring that is held in tension when the instrument jaws are closed. The working length of the spring, provided by the manufacturer, is for guidance only and does not imply a hard limit nor define that the spring cannot be safely used outside these parameters. Ie-05858 was previously opened to review spring failures relating to this instrument, and came to the conclusion that the occurrence rate and severity of harm was within the values specified by the relevant risk management documentation. Review of the occurrence and severity for the present ie shows that the occurrence and severity remain within the risk management levels. No information is presented in the current ie that would alter the conclusions of the previous ie. The manufacturer's recommended working range for the spring does not define its limits. The instrument has been in the field for approximately 6 years. The most likely root cause is that the tension spring fractured due to general wear and tear over time, but there is no definitive information that could identify the root cause. Instruction for required instrument inspection/function testing is captured in reusable instrument lifespan manual and states: inspection/function testing while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. 1. Instruments should be inspected for completeness and function. 2. Inspection includes: a. Checking instruments that form part of a larger assembly or assemble with mating components. B. Checking internal mechanisms such as o-rings, springs, and subcomponents, if the device is intended to be disassembled for proper reprocessing. C. Actuating moving parts such as hinges/joints and moveable features such as handles, ratcheting, couplings, and sliding parts. D. Inspecting for all forms of wear outlined in this manual. 3. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. 4. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated.

Event description:
It was reported, that during the operation, the spring broke when the trial component was knocked out. No part remained in the patient.

Manufacturer narrative:
(B)(4), this final report is being submitted to relay additional information. Complaint summary: the complaint states: 25 oct 2021 - it was reported that: packing hip shaft has pulled air. Patient involvement unknown. 09 nov 2021 addi - there was no delay during the operation. This event occurred during surgery. Insufficient information. The device is used for treatment. Visual inspection of the returned part confirms that the inner pouch has been breached and the sterile barrier has been compromised dimensional check not required as any dimensional non-conformance would not impact the complaint. No assembly checks carried out as the damage was restricted to packaging and not the device. A review of the manufacturing history record confirms that the labelling & packaging was processed and verified in line with the specification and quality characteristics and was completed as defined by zimmer biomet. The mhr records three ncrs, however these have no impact to the reported event. Material review confirms that material was conforming on receipt from oliver tolas. Primary packaging sealing operation has been verified and approved on the cleanroom packing data sheet. The product item 650-0323 lot 6705385 has not been involved in any previous CAPA or field actions related to the reported event. No corrective actions are required at this time. The definitive root cause of this event cannot be determined with the available information, however the non-conformance appears to have occurred after the product left the control of the manufacturing site. It appears that movement of the porous coated product within the pouch during transportation, causing wear and eventual failure of the sterile barrier could have been a contributing factor. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated further.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products:: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that during the operation, the spring broke when the trial component was knocked out. No part remained in the patient.